Event description:
The manufacturer received information alleging a service required error related to a pressure sensor mismatch occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required error related to a pressure sensor mismatch occurred. There was no harm or injury reported. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and pil found contamination inside the flow sensor. Pil installed the flow sensor on the trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. E-384 did not reoccur. Pil then tested the flow sensor for flow verification and the flow sensor failed testing. Pil concluded that the contamination observed inside the flow sensor caused the failure. This failure is being investigated under CAPA 1999367.